Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with corroded battery tube. Unit passed the rewind test, however, during prime/seating test, pump error 37 was displayed. Unit failed prime/seating test. The adapt tool was utilized to search for any pump error 37 alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool revealed that pump error 37 alarms were noted on (B)(6) 2026 07:13:00.000 through (B)(6) 2026 11:44:27.000, with several alarms noted. Line=624 file=121. Per software engineering log investigation, pump error 37 was generated in the motor mcu since the back-off step in the rewind process was too long and exceeded the limit in counts, suspecting the motor voltage regulator. Isolate to motor assembly. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage was noted during visual inspection. The following cosmetic damages were noted: battery tube threads - cracked, missing display window/cover, scratched case, and pillowing keypad overlay. In conclusion, customer allegations for pump error 37 were confirmed when pump error 37 alarms were noted during download history review and during testing. Isolate to motor assembly. Additionally, unit was received with corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast) alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for pump error alarm. Customer was able to clear the error but was unable to complete the rewind process. Customer was advised to discontinue use of the device, and the pump will be replaced. No harm requiring medical intervention was reported. Mmt-1884l was requested, and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.